Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is not shifting.as stated on the repair statement additional malfunction on this device: on/off switch on control panel broken, no alarm.